Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The customer did not provide an event time or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. A review of the device history did find the only service code that occurred at the "beginning of september" was a 15/00/001 (power down error) on (B)(6) 2011 at 0648. The device did continue in use after the service alarm occurred. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of isosos jr via a peg (percutaneous endoscopic gastrostomy) feeding tube and delivery was started. No specific programming parameters were provided. The pt's caregiver reported the device alarmed "call for service", the batteries were removed and the delivery was restarted. After an unspecified length of time, the pt's caregiver reported that 9 ml had been delivered instead of the expected 50 ml. The device was reprogrammed. No specific programming parameters were provided. The device remained in clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.